Event description:
It was reported that the patient experienced a low blood glucose after receiving correction insulin for a prior high and then a meal bolus while glucose was still declining, resulting in insulin stacking; the patient used a dexcom g7 and treated the low with oral glucose (juice), and there is insufficient device-related information and no specific device component implicated. Symptoms included hypoglycemia with shaking/tremors. Outcomes included an unexpected need for medication to treat the event and a serious illness/impairment classification. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available regarding a device issue and insufficient information to identify a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.